Event description:
An impella rp flex device was inserted via the right femoral vein in a 65-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient had a history of prior coronary artery bypass grafting. The bedside registered nurse reported that impella rp flex flows had decreased to 0.7l/min (1.0min / 0.4min) on performance level p-7, with placement signal values of 106/83mmhg (mean 93mmhg). The patient was noted to be coagulopathic, and no heparin or substitute anticoagulant had been administered since initial insertion. The patient remained stable, with no acute elevation in pulmonary artery pressures and a central venous pressure of 14mmhg. With biomaterial ingestion suspected, the surgeon and physician assistant elected to remove the impella rp flex device at the bedside within 90 minutes of notification. The reported events are low pump flow, medical device removal, and hemodynamic instability. The impella rp flex will be conservatively reported for serious injury due to hemodynamic instability associated with the temporary interruption of hemodynamic support during device removal; however, the removal was completed without consequence to the patient, and no known adverse events were reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d catalog number was corrected. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the issue was not established as no product or logs were returned and limited clinical information was provided.